Event description:
Attorney alleges following implantation, plaintiff suffered personal injuries, loss and damage. Particulars of injuries include: capsular contracture, breast pain, breast lumps, silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system, joint pain, migraines and headaches, nausea, dizziness, dryness of mouth and nose, photosensitivity, blurred vision, chronic fatigue, cosmetic damage, anxiety, nervousness and depression.